Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high levels of ketones resulting in a hospitalization. The suspected cause of the high bg and ketone value were not provided. Additionally, bg values were not provided. The customer was treated with intravenous saline fluids and insulin. The customer was released on (B)(6) 2022, with the issue resolved and no permanent damage sustained.